Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that when the patient received this implant last year, their healthcare professional (hcp) wanted the patient to increase the setting higher to see what it would do. The patient said that they received implant for incontinence and urgency issues and also takes a medication to for the symptoms. The patient said that they were at 3.3 and the hcp wanted them to increase to 5. The patient said in (B)(6) 2019, they increased the setting however when it got to 4 it started shocking the patient too much so they turned it down and this relieved the shocking. Just last month they had another bladder procedure by their managing hcp. The patient thinks the hcp wants them to increase the setting however will call the physician first to discuss before attempting to make an adjustment. It was recommended that they follow up with their healthcare professional.